Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the radial artery. The 60x2.5-3.0mm, 90% stenosed, eccentric and de novo target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. After the lesion was predilated, a 2.75x38mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, the stent was pulled back into the guide catheter and it dislodged from the delivery balloon. The stent dislodged in the lad and embolized to the right ulnar artery. Three new taxus liberte stents, sizes 3.0x32, 3.0x12 and 2.5x28 were deployed in the lad. Then the dislodged stent was snared from the ulnar artery. No additional patient complications were reported and the patient's status is stable.